Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8870, product type: software. Product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 1285.5 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The company representative was notified by the physician about a patient that is having return of spasticity. The patient had a cap (catheter access port) dye study and was found to be negative and a 50 mcg therapeutic bolus was given with no response. Per the reporter, the physician is concerned with the pump. The patient is receiving flex programming and getting 150 mcg bolus's 4 times a day. It was further reported that the patient has complained of increased/change in spasticity. The cap (catheter accessport) dye study was on (B)(6) 2017. Since that time, the patient was in the ER (emergency room) and again today. Per the reporter, the pump logs show no alarm logs and previous refill history and aspirating today shows no volume discrepancy. The company representative assisted with the roller study bolus and they had programmed a 0.1 ml priming bolus for 1 min and did not feel the roller moved. It was discussed with the reporter that the prime volume for a roller study bolus is 0.01 ml for 1 min. The healthcare provider programmed a 0.01 ml priming bolus for 1 min showing the rollers moving 60 degrees. The reporter was asked if the tcv (total catheter volume) had been aspirated prior to the roller studies and the tcv (total catheter volume) was not aspirated. It was reviewed that the patient received 220 mcg in total bolus's. The reporter stated they would be monitoring the patient and the physician is going to cancel his 1100 am 150 mcg flex bolus. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative who reported that the physician¿s concern regarding the pump was based on the parent¿s concerns as the patient couldn't articulate very well based on his condition. There was no device issue evidenced by their analysis. It was thought that it was noxious stimuli exacerbating the patient¿s spastic condition, but the exact cause was unknown. No additional actions/interventions were reported.